Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). Code 112 was found at the time of the incident. The stm found the right angle fitting on the coiled cable would rotate greater than 90 degrees. The lock was not working. The coiled cable was replaced. A full preventative maintenance (pm) was performed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. There was no harm or injury to patient and no adverse event was reported.